Manufacturer narrative:
The office reported no errors or device malfunctions during the treatment. The warning's section of the coolsculpting user manual already lists raynaud's disease.

Event description:
On 11/30/2016, zeltiq was informed of a female patient treated to the lower abdomen who experienced nerve pain nearly 2 years post the coolsculpting treatment. On (B)(6) 2014 the patient was treated to the lower abdomen using coolmax applicator. The patient was diagnosed with raynaud's disease post coolsculpting treatment. Raynaud's disease is already listed in the warnings section of the coolsculpting user manual. The patient consulted a neurologist who speculated local nerve injury due to the coolsculpting treatment, making this reportable. It is zeltiq's policy to be conservative and make this report.